Event description:
It was reported that the subject device exhibited blurry image when the device was inspected at the time of setup before the patient entered the room. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause of the malfunction could not be established. Based on historical data, probable causes include electrical problems like open circuit, short circuit, signal loss, component issues, material problems like degradation, mechanical problems like leakage or seal, deformation, fatigue, wear and tear. These causes can occur between components such as connector/coupler, adapter, switch/relay, circuit board, electrical cable, sensor, lenses, seal without any design or manufacturing issue could cause image issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.